Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, erythema, seroma, anxiety-product/procedure.

Event description:
Patient reported left side "encapsulation, pain, hardened breast, red color and seroma", and "recall". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Later, patient reported capsular contracture baker grade IV, cysts, nodules, and calcifications diagnosed via ultrasound and MRI.